Event description:
Patient underwent vns therapy system revision surgery due to high lead impedance noted on a system diagnostics test. During revision surgery, the surgeon noted that "the electrode was found to have fluid in it, and there was a brownish-yellowish discoloration inside the electrode". The lead and generator were replaced. Further follow up with the physician revealed that the patient experienced an increase in seizures and a change in behavior. It is unknown, if seizures are above pre-vns seizure level. X-rays were performed prior to surgery, and there was no documentation of a lead discontinuity. A lead break is suspected. The lead and generator were returned to manufacturer, product analysis is pending.

Manufacturer narrative:
Device failure is suspected.